Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the pledget inside her vaginal cavity. She had to manually remove the pledget with assistance and it fell apart into pieces. She was able to remove the remaining pieces of pledget and did not seek medical attention. She did not experience any adverse health effects.